Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of fecal incontinence and gastro intestinal/pelvic floor. It was reported that the patient was experiencing pain in the implant site ¿ as if it was not working anymore. No further patient complications were reported as a result of this event.